Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Manufacturer narrative:
Conclusion code no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. The patient's pump had given them problems ever since they had it put in. The health care provider (hcp) told them they were crazy and nothing was wrong with it. The patient wanted to know why someone could not just replace it; he knew that (if it was replace) he would feel so much better.

Event description:
Additional information later received reported the patient reported overdose on (B)(6) 2014 oral meds were stopped (B)(6) 2014 and reported feels like pump¿s giving too much med/not enough. The cause of the symptoms was unknown. Pump check, myelogram done (B)(6) 2014 the catheter was patent. The hcp stopped all oral meds and lowered the pump med rate. Per the hcp the patient was still doing ok. The rate was still at min rate and the oral meds were restarted. The patient recovered without permanent impairment.

Event description:
It was reported that the patient was overdosing and underdosing at times. It was later reported that the patient had been having issues with the over and under dosing for a few months. The patient¿s spouse didn¿t feel that the physician was helping to correct it. They believed that the pump was not working, but the physician said that it was fine. It was later reported that the patient had the issue since implant. The patient was ¿about to go crazy¿. This reporter didn¿t know if there had been volume discrepancies at refills; the reporter had seen the physician remove drug and throw it out. The pump was turned off for 2 months in (B)(6) to ¿just a dribble¿ and the patient did not have any problems. It was turned back up in (B)(6). The reporter stated ¿this pump is on the recall and that means it¿s not working and has a tendency for overdoses and that¿s what it¿s doing¿. The device system was delivering hydromorphone. Additional information has been requested, but it was not available as of the date of this report.